Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm when he woke up on multiple occasions. Tandem technical support reviewed the auto-off feature with the customer. Customer's blood glucose levels was 197 mg/dl. Boluses were delivered to address blood glucose levels.